Event description:
Allegedly, eprd reported 2 new complications for advance® tibial inserts re-revision (2 instabilities). No further information was reported. This incident is capturing 2 instabilities.